Event description:
It was reported that the right atrial lead experienced noise problem. Further information was requested but not received.

Event description:
New information received confirms that the sensing of noise triggered inappropriate mode switch and there was no intervention performed. The patient was stable.